Event description:
Reportable based on device analysis completed on december 14 2019. It was reported that inconsistent tracking occurred. During a atrial fibrillation ablation procedure with a intellanav oi catheter poor tracking was noted. The device would show up and then it would disappear consistently. The procedure was completed with another intellanav oi catheter. No patient complications were reported and the patient's current condition is fine. However, returned device analysis revealed fluid ingress. Visual inspection revealed that the distal end was bent. Dried body fluid was found on the handle, main body tubing, and distal end. Dried saline was found on the distal end and inside the irrigation ports. Electrical tests revealed no electrical shorts or opens. All electrodes, sensor, and thermocouple resistances measured in spec and were typical. Resistance and inductance measurements were intermittent and the magnetic sensor was not within specifications in the left curve configuration. No abnormal resistance was felt when actuating the steering mechanism. After removing the three ring electrodes, dried body fluid was found inside the ring 1 wire feed through hole. As the tubing was removed from the distal end, it was noted that it didn't seem well adhered to the base of the tip and was easily removed. After the tubing was removed, dried body/saline fluid was found surrounding the base of the tip. The magnetic sensor was electrically intermittent or open due to a broken sensor wire at the solder joint to the twisted wire pair.